Event description:
It was reported that, during a shoulder scope, the surgeon was using the wired foot pedal he noticed that when the right side/blue pedal was pressed on, it was getting stuck and would not stop until it was pressed down very hard to get the pedal to release. The procedure was resumed, without any delay, using an equivalent s+n back up. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Manufacturer narrative:
H11. H3, h6. The reported device was received for evaluation. A visual inspection observed a rusted base and chassis, and the right side coag pedal cover plate is broken off. A functional evaluation revealed no issues. The damage to the device did not prevent functionality. Since the pedal cover plate is broken off, it cannot be tested for physical sticking or movement. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (damage sustained to the device, which could have been caused by running over with another portable object/machine, being stepped on or being dropped). Based on this investigation, the need for corrective action is not indicated.